Event description:
It was reported that the pt was implanted the catheter on (B)(6) 2013, and it was the second PICC for this pt inserted. The inserted length is 38 cm. The pt had regular catheter maintenance in this hospital. On (B)(6) 2013, the nurse found the catheter missing and x-ray picture shows that the PICC had dropped into the vein, one end in the right atrium and the other end in pulmonary artery. On (B)(6) 2014, the (B)(4) and hospital invited a doctor from affiliated hospital, to have a consultation and finally the doctor took out the catheter which is 37 cm long on (B)(4) 2014.

Manufacturer narrative:
The complaint of a catheter break was confirmed, but the exact cause is unk. The product returned for evaluation was a 4fr s/l groshong PICC. The catheter contained a complete break between the 37cm and 38cm depth markings. Microscopic examination of the fracture site revealed the surface to be dull and granular in appearance. The fracture edges of a small region were rounded and worn, and no inner lumen damage was observed near the fracture site. Tactile evaluation revealed tensile weakness at the fracture site of the catheter tubing. The product sample contained characteristics of both wear and tensile damage, and the root cause may have involved multiple failure types. No evidence of manufacture defect or deformity was observed. A lhr is not possible, as no manufacturing lot number information has been provided by the complainant.